Event description:
The dentist reported a fractured screw and was able to remove it.

Manufacturer narrative:
The returned screw (iunihg) was visually inspected with the naked eye and 10x magnified and has been confirmed to be fractured.the lot number for the screw was not provided and therefore a device history record review could not be complete. A definitive root cause cannot be determined.